Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. There were two patient alerts for out of tolerance subthreshold lead impedance on 2012 (B)(4) and 2013 (B)(4). The weekly pace lead trend data shows an increase for maximum right ventricular pace equal to 776 to 2176 ohms range between 2011 (B)(4) and 2013 (B)(4).

Event description:
It was reported that lead had high impedance and oversensing. There was a possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).